Event description:
It was reported that during an ablation procedure, undersensing was observed on the right ventricular (rv) lead. The patient then experienced ventricular fibrillation which was treated with external defibrillation. The patient was stable.